Manufacturer narrative:
A review of the complaint history for sn (B)(6).was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6).was performed from the date of manufacture, 05-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 received failed to stay closed message. A field service engineer reseated found latch sensor fell off from hard stop and reinstalled hard stop assembly and drawer started working again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 on the main unit was failed. The customer opened the back of the unit using the keys to check for any physical obstructions. However, none were found. When attempting to recover the drawer, it would pop open, but once physically closed, the system did not recognize it as closed and would not allow the recovery to complete successfully. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.